Event description:
It was reported that the customer had a button error alarm. The customer blood glucose level was 150 mg/dl. Troubleshooting was performed and the insulin pump will be replaced. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. No button error alarms noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. The insulin pump was received with cracked case at display window corners and minor scratched lcd window.